Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No charge or battery less than expected anomaly, no failed battery test alarm and no blank display anomaly noted during test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display. Customer¿s blood glucose level was 100 mg/dl at the time of incident. Customer stated that they tried the battery thrice but still the display is blank. Customer also stated that the insulin pump had failed battery alarm. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.